Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2017-1220. It was reported (B)(6) the patient experienced discomfort (stinging pain) with the stimulation following a fall. Reprogramming was tried to no avail. X-rays did not reveal any anomalies. The patient underwent surgical intervention wherein the fracture on the lead was observed where extension was connected. The lead and extension were explanted and replaced with another model which resolved the issue. Stimulation was restored postoperatively. Implant date is unknown for the conmeds at this time model 1192, scs anchor

Event description:
Device 1 of 2 . Reference MFR. Report# 1627487-2017-1220.